Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the ventilator is connected, the tidal volume does not change. The fse reconnected the patient tubing to the mask; however, the issue remained unresolved. The fse replaced the flow sensor assembly and the issue was resolved. The unit passed testing and is fully functional.

Event description:
It was reported that the tidal volume was inaccurate. There was no patient involvement.